Manufacturer narrative:
A ge service representative performed an onsite investigation. The smart switch and power control pcbs were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that when turning on the system, it would turn itself off. The system failed to boot up. No patient serious injury or death was reported related to this event.